Manufacturer narrative:
The beckman field service engineer (fse) replaced the 3-way waste valve to resolve the issue. Fse flushed the vacuum line and verified the tubes were pierced with no further leaks. Instrument resumed operation. (B)(4).

Event description:
The customer reported a leak on the top of the tube caps from the cap piercer blade on their unicel dxc 600 pro synchron clinical system. The leaked fluid was contained to the instrument. The operator wore gloves while troubleshooting. No one was injured. No erroneous results were generated.